Event description:
While using a byte day aligners, patient reports that when they bite down their bottom teeth are hitting the back of their front teeth and their dentist said that it is causing cracks in their teeth.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.